Event description:
Lifecell received a report of the following: the pt underwent breast reconstruction with tissue expanders on (B)(6) 2011. Two drains were initially placed, and one drain was removed on approx (B)(6) 2012. On (B)(6) 2012, the pt presented with symptoms of an infection, specifically redness in the breast, loss of appetite, and drainage. The pt was given IV antibiotics and had the graft removed. The hosp pathology showed staphylococcus aureus. The surgeon has not seen the pt for f/u, nor has the pt contacted the physician.

Manufacturer narrative:
Our investigation into the complaint related lot b40267 includes the following: review of the donor record, with no remarkable findings. Review of the microbiological culture testing results of the incoming skin for lot b40267 revealed no pathogenic organisms, as defined by aatb. Final microbiological culture testing results of the final product (alloderm) for lot b40267 revealed no pathogenic organisms, as defined by aatb. Review of the processing records resulted in no remarkable findings; there were no deviations related to the nature of this complaint. Review of environmental monitoring (em) records revealed that no excursions or unexpected events occurred in the relevant processing areas during mfg of lot b40267 that could have an adverse impact on product quality. Query of the lifecell complaint database revealed no other complaints reported to lifecell against this lot. (B)(4). Based on the identification of the microorganisms, no other complaints against the lot and that the microorganism was not present during in-processing culture test results, it is unlikely that the infection is related to the alloderm.